Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's drive support cap sticking out and bottom of insulin pump pushing out. Customer stated that the display insulin pump had fall 3 feet from sink to tile floor. No harm requiring medical intervention was reported. The device will be returned for analysis.